Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01260. It was reported the patient underwent surgical intervention and had one of the scs leads replaced due to uncomfortable stimulation. Reportedly, the patient complained of uncomfortable stimulation on her right side of the lower back. The patient's scs system was programmed postoperatively and the patient stated the stimulation felt much more comfortable.